Manufacturer narrative:
One (1) single-use actual sample was received at the plant for analysis. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume folfusors overinfused medication to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.